Event description:
The customer reported that the device power cycled when attempting to charge for defibrillation during a routine test.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.